Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on may 09, 2016 that a captivator¿ endoscopic mucosal resection device was used during an esophagogastroduodenoscopy (egd) with endoscopic mucosal resection (emr) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician failed to visualize the extra tissue in the varix when the varix was suctioned into the ligator head (which was more than what was desired by the physician) and this caused a perforation in the mid-esophagus. A wallflex esophageal stent was used to seal off the perforation and the patient was admitted to the hospital. After two days, the stent was removed and everything was reported to be okay. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.